Manufacturer narrative:
The reported complaint of unable to untighten the rv-setscrew to remove the lead was confirmed. Analysis found the user of the torque wrench made incorrect insertions that stripped the setscrew inset. The inset was completely stripped therefore the inset could no longer be engaged by the wrenches which is needed to untighten it. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench. Device is electrically normal above eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine changeout of the pulse generator. During the procedure the physician was unable engage the hex wrench into the set screw to remove the right ventricular lead from the device header. The physician was forced to cut and cap the existing right ventricular lead and implant new replacement. The patient was in stable condition.